Event description:
The reporter stated the surgeon inserted an aa4203tf silicone single piece lens with toric optic. There was no capsule support, so the lens would not stay in place. The lens was removed with no patient injury. The capsule bag was not torn. There were no issues with the lens. This incident was due to patient's anatomy.

Manufacturer narrative:
Brand name: silicone ultraviolet-absorbing posterior chamber single piece foldable intraocular lens (elastic®) with toric optic. (B)(4). Method: lens work order search. Results: visual inspection of the returned product found no visible damage to the lens. There was evidence of clear surgical residue on product. A lens work order search was performed and no similar complaint was found. Conclusions: (no device failure): based on the complaint history, work order search and the evaluation of the returned product, it was determined that the root cause of this event was due to the patient's anatomy. (B)(4).